Manufacturer narrative:
This medwatch report is being filed in good faith as there was no mention of any issues with the safari2 guidewire during the event procedure. It was reported that no product is expected to be returned for evaluation. Without return of the actual device in question for evaluation, we are unable to determine the exact cause for this incident. Additionally, no lot traceability was provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At his time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: event description: per cnf, it was reported that: the patient undergone treatment using lotus edge 25mm to treat severe aortic valve stenosis. There was severe calcification on ncc and rcc, and the calcification in ncc continued up to the lvot. Af was pointed out before the procedure, but there was no history of block observed. Upon ECG just before the procedure, hr progressed at 35-45 times/min due to af. During the procedure, lis was able to insert without problem. After inserting the safari guidewire, vt continued due to guidewire stimulation. Bav was tried to perform at self-pulse using inoue balloon, but inflation could not be performed well due to calcification, and the balloon slipped to the left ventricle side. Since it could not be dilated sufficiently, dilation was performed for the second time, but the same issue occurred, so rapid pacing was performed at 200bpm. Inoue balloon was inflated, and dilation of valve cusp was confirmed, so insertion of lotus edge was proceeded. There was no problem on lotus edge delivery, and deployment was started from a slightly deeper position. When the biological valve extended from the catheter, placement position was too low (6-7mm from the annulus), so partial resheath was performed, and the position was adjusted. At that time, when guidewire was slightly pushed, vt occurred. Since it became abv after that, buck up pacing was started at 50bpm. Since position was too low for the second and third time, position was adjusted higher. At that time, it popped up on the aorta side, so full resheath was necessary. Around this time, self-pulse was restored, and buck up pacing at lbbb waveform was not necessary. When deployment was started from a higher level immediately after full resheath, asymmetric unsheathing occurred, and partial resheath was necessary. After that, deployment was performed in a slightly higher position. However, the frame got pushed in the ncc side calcification, and since it was difficult to lock, resheath was performed two times, and lock was eventually completed. After confirming that there was no problem in the coronary artery flow and pvl under angiography, the biological valve was released. Finally, it was completed at mean pg 9.8mmhg with no pvl, no coronary artery flow problem. Lbb was observed upon ECG, but hemodynamics was stable without pacing assistance. As a precaution, the patient left the room with the pacing lead being placed. Physician's comment: it seemed to have no problem since avb was finally recovered, and became lbbb. When pacing was turned off on the 2 days later, the patient were complete avb, so the patient was implanted pacemaker on the next week.